Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus and the customer experienced unexplained high blood glucose of 320mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and failed twice. Checked the alarm history and found several no delivery and low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.